Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
Patient's wife reported that the needle button popped out on the patient v-go device yesterday. Patient wife stated that the patient is applying the v-go device on his abdomen.